Manufacturer narrative:
All available information was investigated, and the returned device analysis confirmed the reported single gripper actuation issue and gripper line break. The broken gripper line resulting in the single gripper actuation issue may be related to a potential product quality issue, therefore, an exception (issue) was initiated to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. The investigation determined the broken gripper line resulting in the single gripper actuation issue may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Manufacturer narrative:
¿ Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2024, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4. A xtw (lot: 40213r2004) was chosen for implantation. During grasping attempts, after first simultaneous gripper attempt, the posterior gripper was not raising. The clip was removed and the gripper line was observed to be detached on imaging. A replacement xtw mitraclip (lot: 40115r6117) along with an additional xtw (lot: 40213r2008) and xt clip (lot: 30712r1108) were implanted successfully, reducing mr to trace. Patient was reported to be stable. There were no patient consequences or clinically significant delay.